Manufacturer narrative:
Initial reporter: the contact¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear box was locked up with no rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to corrosion found inside which was indicative of emersion/ sterilization procedures not being followed properly, which is user error, abuse and/or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft on compact speed reducer device would not spin. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.